Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Medtronic investigation of returned suspect device finds that, as reported, the tip of the instrument is severely twisted. Mechanical failure, bent instrument tip, directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that during a spine procedure, a thoracic probe was twisted and bent while being used. A second thoracic probe was available at the site and utilized to continue with pedicle screw insertion with no delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.